Manufacturer narrative:
(B)(4). The additional proglide device is filed under separate medwatch report. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. Reportedly, a cuff miss was noted. Another proglide device was used with the same results. Hemostasis was achieved using a non- abbott device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.